Event description:
"It was observed during the device evaluation that the ultrasound gastrovideoscope had a broken probe unit and was missing the forceps cover.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the event was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.